Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00588001301 - femoral component - 63981562], 00588003017 - articular surface - 64142755, 00598801813 - femoral extension - 64315971, 00599003323 - femoral augment block - 61718410, 00599003323 - femoral augment block - 64285441, unknown - biomet cement r 40g - 823dac0510, unknown - biomet cement r 40g - 823dac0510, unknown - biomet cement r 40g - 823dac0510, unknown - biomet cement r 40g - 825cac0511. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00161, 0001822565-2020-00160.

Event description:
It was reported that following a two stage revision surgery, the patient underwent manipulation under anesthesia due to stiffness and decreased flexion. No additional revision surgery has been noted to date.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.